Event description:
It was reported that the patient underwent a cholecystectomy as a result of the therasphere procedure. On (B)(6) 2023, the patient was treated with y-90 therasphere microspheres. Prior to the procedure, it was determined that the patient had a 11.99 gy lung shunt. The physician was aware that some of the microspheres would be shunted to the gallbladder in order to treat the entirety of the tumor in the liver. 109.0 gy was targeted to the perfused liver volume. 93.9% of the y-90 therasphere microspheres were delivered to the patient. On (B)(6) 2023, the patient presented to the emergency room with pain and was hospitalized as a result. On (B)(6) 2023, the patient underwent a cholecystectomy. Once the gallbladder was removed, it was reported that the gallbladder was radioactive. No further event details were reported. The patient status was unknown.

Manufacturer narrative:
Manufacturer address 1: (B)(6) farnham bus park .manufacturer zip/postal code: (B)(6).